Event description:
It was reported that the down arrow keypad button was sticking when pressed. The reporter denied damage to the rubber keypad; she confirmed that the patient had back-up plan for insulin delivery available if needed.

Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under all key contacts.